Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ chemotherapy sharps collector was missing its absorbing pad. The following information was provided by the initial reporter: "absorbant pad missing from chemo collector".

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the complaint of pad missing in sharps container. Without a sample for investigation, the root cause of this complaint remains unknown. The supplier was notified of this issue but they have assured with their production documents that all sets manufactured in this lot passed specifications.

Event description:
It was reported that the bd¿ chemotherapy sharps collector was missing its absorbing pad. The following information was provided by the initial reporter: "absorbant pad missing from chemo collector"